Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during device change out, this right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms when hooked into a new competitor device. The field representative stated that the lead was fully inserted into the header of the new device and there were no variances observed on the lead. Additional information was unable to be obtained. This lead remains in service. No adverse patient effects were reported.